Event description:
While accessing max zero connector for a pre-chemotherapy blood draw from a port-a-cath with attached huber needle, blood "splattered" onto the nurse's gloved hands. Patient was able to receive entire dose of chemotherapy. No patient harm or medical intervention occurred. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.